Event description:
Customer reported unexpected positive reactions(1+) when testing patient sample with anti-d (monoclonal blend) gamma-clone. Patient is historically rh negative. No adverse reactions occurred as a result of the unexpected positive reactions.

Manufacturer narrative:
Tested in-house donor samples of various rh phenotypes, including weak d cells with retention anti-d (monoclonal blend) gamma-clone, lot 506015. The expected reactivity was observed in all testing. Retention product performed as expected.the patient's washed red cells samples was tested with retention anti-d, lot 506015, and with other immucor's anti-d blood grouping reagents. The sample was nonreactive in all phases of testing with all anti-d reagents tested. The sample does not possess the d antigen.we were not able to reproduce the customer's observations.